Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the event. The pdrn stated the cause of the peritonitis was touch contamination of the blue pin and constipation. This is supported by the culture result of gram-negative bacilli, which are found in the intestines, airway, and on skin of humans. Gram-negative peritonitis is the result of touch contamination or possible a bowel source such as constipation. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service and reported that a peritoneal dialysis (pd) patient has peritonitis. Additional information was obtained through an email response from the pdrn. On (B)(6) 2021, the patient contacted the on-call clinic service with symptoms of abdominal pain, nausea, and chills. A pd effluent culture was drawn on (B)(6) 2021. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was prescribed ip ceftazidime 2g daily for 21 days. The pd effluent culture resulted positive for gram-negative bacilli (no organism provided). The white cell count was 3,128 (unknown units) with 89% polymorphonuclear cells and 11% mononuclear cells. The cause of the peritonitis was touch contamination with the blue pin and constipation. There were no product issues or concerns with the liberty select cycler. The patient is continuing to complete pd therapy on the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed, which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.